Manufacturer narrative:
Product complaint #: (B)(4). Additional information received on 01/11/2021 indicated that there were 2 depuy devices associated with the pain. There was no information provided to determine product defects or if a any treatments were provided to treat the severe pain. Follow-up is being conducted to obtain clarification. If/when additional information is received, a supplemental med watch report will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Patient reported severe pain of hip. In 2016 surgeon attempted remove dysfunctional implant unfortunately implant hasn`t been replaced. The implant dysfunction was not specified. Additional information was requested. Doi: (B)(6) 2011, doe: unknown date in 2016, right hip.